Manufacturer narrative:
A premature infant underwent an abdominal laparoscopic procedure. A few hrs later something was identified on x-ray. The pt was returned to surgery and a 2-3mm radiopaque thread was removed. The sample was not retained for eval. The account believed it came from the gauze used during the previous surgery. Unused samples of gauze were returned and evaluated. The issue could not be confirmed. We have no way of knowing if the gauze was inadvertently cut during the procedure. We have no other similar reports of this nature for this product. No corrective action to be taken at this time.

Event description:
A premature infant underwent an exploratory laparoscopic abdominal procedure. A f/u x-ray identified a foreign object. The pt was taken back to surgery and 2-3mm piece of radiopaque thread was removed.